Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 108 events for the failure: overheating of device. 84 events had problem identified during non-clinical procedure; there was no patient involvement. 2 events had problem identified before clinical use/exposure; there was no patient involvement. 22 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report#: 3015967359-2026-99008. Supplemental rationale. Corrected data: b5, h6, h11. 108 previously reported events were included in this follow-up record. Product return status. 67 devices were evaluated based on historical data analysis. 32 devices were received. 9 devices were not available for evaluation. Evaluation findings (results/components): 67 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 19 devices: no device problem found / part/component/sub-assembly term not applicable 4 devices: lubrication problem identified, overheating problem identified / bearings 2 devices: wear problem, no device problem found / bearings 9 devices: no findings available / part/component/sub-assembly term not applicable 3 devices: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 3 devices: degradation problem identified, overheating problem identified / bearings. 1 device: wear problem, overheating problem identified / bearings. Product disposition: 24 devices: product not received. 81 devices: scrapped by stryker. 3 devices: archived by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 108 events for the failure: overheating of device. - 85 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement. - 21 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 108 events were reported for this quarter. Product return status 67 devices were evaluated based on historical data analysis. 27 devices were received. 14 devices had investigation types that have not yet been determined. Evaluation findings (results/components). 67 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 15 devices: no device problem found / part/component/sub-assembly term not applicable (B)(4) devices: lubrication problem identified, overheating problem identified / bearings (B)(4) devices: wear problem, no device problem found / bearings (B)(4) devices: results pending completion of investigation / part/component/sub-assembly term not applicable (B)(4) devices: degradation problem identified, overheating problem identified / part/component/sub-assembly term not applicable (B)(4) devices: degradation problem identified, overheating problem identified / bearings (B)(4) device: wear problem, overheating problem identified / bearings product disposition (B)(4) devices: product not received (B)(4) devices: scrapped by stryker (B)(4) devices: archived by stryker (B)(4) devices: product disposition is not yet determined additional information 108 devices were not labeled for single-use. 108 devices were not reprocessed or reused.